Event description:
3500 a received reporting similar info previously reported-high impedance on lead. Also reporting lead fracture.

Event description:
It was reported that the high voltage lead impedance was high, greater than 200 ohms. The lead was replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
Attempts were made to obtain additional information from the user facility regarding this event. The information submitted reflects all relevant data received. A received reporting similar info previously reported-high impedance on lead. Also reporting lead fracture. No conclusion can be drawn impedance, high lead(s), fracture of rhythm, incorrect interpretation of shock, inappropriate.